Manufacturer narrative:
On 29-sep-2020, the suspected medical device was returned for evaluation. On 7-oct-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, shell wear was observed on the anterior aspect. Within the wear, a tear was observed measuring approximately 1.4 cm. The evaluation determined that the rupture is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 375cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided deflation. As a result, the patient underwent removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2020.